Manufacturer narrative:
E1: initial reporter city: (B)(6). Good faith effort attempts were made to retrieve additional details regarding the device status, but further information was unable to be obtained.

Event description:
It was reported that stent failed to expand occurred. A 6x100x130 innova stent self-expanding was selected for use. During procedure, the device was unable to expand until the health technician took the device out of patient's body. There were no patient complications as a result of this event.

Event description:
It was reported that stent failed to expand occurred. A 6x100x130 innova stent self-expanding was selected for use. During procedure, the device was unable to expand until the health technician took the device out of patient's body. There were no patient complications as a result of this event. It was further reported that that target lesion was chronically totally occluded (cto) and was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). The stent was stuck inside the catheter, and no portion of the stent was deployed inside the patient. The stent was withdrawn from the 6fr, and retrograde intervention at the popliteal artery was performed using a 4 fr sheath and a different type of stent. The sfa was completely recanalized.

Manufacturer narrative:
A1 and a2: patient identifier, age at time of event, unit of measure - age updated. B5: updated with additional information received through the good faith effort (gfe) process. E1: initial reporter first name, initial reporter email updated. H6: device code: updated from "activation failure including expansion failures" to "positioning failure." (B)(6).